Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and suture was used. It was reported that the needle pulled off at first stitch in myomectomy. The fallen needle was retrieved from the patient. Changed another one to complete surgery. There was no adverse patient outcome reported.